Manufacturer narrative:
Correction: the device was not repositioned as previously reported. The device was explanted on (B)(6) 2020. The patient was reimplanted with a new device. This report is submitted on june 29, 2021.

Manufacturer narrative:
This report is submitted on july 16, 2020.

Event description:
Per the clinic, it was reported that a tip-folder over of the electrode array was discovered during initial implantation. Subsequently, the surgical wound was re-opened in order to correct the device position, resulting in a pro-longed surgical time under general anesthesia. There was no report of patient injury associated with this event.